Event description:
It was reported that the stem loosened and revision surgery was performed.

Manufacturer narrative:
An event regarding stem loosening involving an unknown centpillar stem was reported. The event was not confirmed. Method & results: a visual, functional and dimensional inspection was not performed as the device was not returned. Insufficient information was received for review with a clinical consultant. Device history review and complaint history review could not be performed as the device details are unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the stem loosened and revision surgery was performed.

Manufacturer narrative:
The specific catalog number was not provided. The device was reported as an unknown centipillar stem, cat# 5353-1-xxx. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. The surgeon was not willing to provide additional information to conduct an investigation of the reported event. Therefore, the exact cause of the event could not be determined. Discarded by hospital